Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip measuring 54.3cm was returned for analysis. Internal insulation abrasion was noted at 27.2-28.0cm from distal tip. Etfe coating was intact at this location.

Event description:
It was reported that during normal patient follow up, externalized conductors were observed via imaging. Patient was asymptomatic. Decrease in hv impedance was noted. Lead was explanted and replaced. After extraction, the patient went into vf and had to be rescued back to sinus rhythm. Patient condition after the event was good.